Event description:
A customer contacted beckman coulter inc. (Bec) to report obtaining an erroneously low thyroid stimulating hormone (htsh) below the normal reference range for one (1) patient's sample, generated by the unicel dxc 600i synchron access clinical system. The erroneous low result was noted when the lab was performing qc correlations. Subsequent testing on the same instrument generated a result within the normal reference range that better matched the patient's previous htsh result. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Patient sample was collected in a plastic bd lihep plasma tube with a gel separator and centrifuged for 10 minutes at 3000 rpm in a swinging bucket centrifuge at room temperature. Per the customer, tsh qc had been within the customer's established ranges. Specific qc data and system check data had not been supplied to date by the customer. On (B)(4) 2011, bec field service engineer (fse) was dispatched for this event. The fse performed modification (B)(4). The fse did not note any hardware issues which would have contributed to this event. A clear root cause for this event could not be determined.